Event description:
A customer reported their x8-2t transducer had articulation issues during clinical use. The customer was unable to use the transducer, so another device was used to complete the exam. A probe replacement was shipped to the customer to resolve their immediate concerns. There was no patient or user harm associated with this event. Philips has started an investigation, and upon completion, a follow-up report will be submitted.

Manufacturer narrative:
The customer¿s immediate concerns were addressed by replacing the transducer. A thorough investigation was performed to determine the cause of the reported problem. The investigation found the transducer is capable of articulating in all four directions and meets the minimum angle requirements. The reported problem has not reoccurred at the customer site post repair.